Event description:
It was reported that the patient continued to have no alarms or clinical symptoms even with lactate dehydrogenase (ldh) trending up and plasma free hemoblobin trending up as well. There were no alarms seen on history except scattered pi events. The patient was on plavix, acetylsalicylic acid and warfarin, and was admitted for consideration for tissue plasminogen activator (tpa). The log file captured some elevated powers back on (B)(6) 2020, with powers noted in the 6w range. These higher powers were associated with pi events and were transient. Since that time the pump power has been at a baseline number. No unusual events were noted in the log file.

Manufacturer narrative:
Section b5: additional information. Section d8: correction.

Event description:
It was reported that all labs taken on (B)(6) 2020 were stable with exception for ldh 648, which was 466 on (B)(6) 2020.

Manufacturer narrative:
Section a4, b5, b6: additional information manufacturer's investigation conclusion: a specific cause for the elevated lactate dehydrogenase (ldh) values cannot be conclusively determined through this investigation. Low flow alarms were confirmed via the evaluation of the submitted log file data. Log file (B)(4) contained data spanning from (B)(6) 2020 at 04:11:21 to (B)(6) 2020 at 10:41:20, per the timestamp. A total of 8 low flow alarms were captured on (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020 due to the estimated flow being calculated to be below the threshold of 2.5lpm. No other notable alarms were captured. A specific cause for the change in pump parameters cannot be conclusively determined. Log file (B)(4) contained data spanning from (B)(6) 2020 at 21:44:20 to (B)(6) 2020 at 14:12:58, per the timestamp. No notable alarms were captured, and the pump appeared to have been operating as intended. The account communicated that the patient experienced elevated ldh values in the 400u/l range in the middle of (B)(6) 2020, and their ldh increased to 648u/l on (B)(6) 2020. The patient was asymptomatic at the time of the most recent ldh increase as their other labs and vital signs were unremarkable. The center was to re-check the patient¿s ldh in a week, along with their haptoglobin and plasma free hemoglobin values and urine. The patient was to remain on their aspirin, dipyridamole, and warfarin regimens and was instructed to properly hydrate. The patient did not report any further low flow alarms and the center communicated that the pulsatility index events were chronic in nature. On (B)(6) 2020, the account communicated that the patient had been admitted for consideration of a tissue plasminogen activator (tpa) due to an uptrend in their ldh and plasma free hemoglobin values. No alarms or clinical symptoms were noted upon admission. The patient remained ongoing on (B)(6) until they expired on (B)(6) 2020 ((B)(4)). The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 11jul2017 via (B)(4). The heartmate ii left ventricular assist system instructions for use lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding recommended anticoagulation therapy is outlined in this document. The instructions for use explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in the instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has had elevated lactate dehydrogenase (ldh) recently in the 400's now in the 600's. The vad team wants to make sure technical services doesn't see any signs of thrombus. The patient is without symptoms. A log file review was requested. During the analysis of the log file tech services observed low flow alarms. During these low flows the average pi did drop down into the low 2 range. The pump is seeing a reduction in blood volume. Vitals were provided from visit today. All labs are stable today with exception for ldh 648, was 466 on (B)(6) 2020. History of pump thrombus and explant in 2018. Vad team plans to do a follow up ldh in 1 week. Will check haptoglobin, plasma free hemoglobin (hgb) and urine myo. It was reported that a non-device cause for hemolysis was not identified. There were no changes to patient condition or anti-coagulation status that may have contributed. There were no changes to pump parameters. There were no diagnostic tests performed. The vad team will continue to monitor for ldh. The patient will remain on asprin, dipyridamole, and warfarin. Will add haptoglobin and plasma-free hemoglobin levels to next blood draw. Patient has not reported more low-flow alarms. She was instructed to keep herself better hydrated. Patient has history of chronic pi events, will likely not resolve.